Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere san diego. Alere san diego updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in (B)(6) 2019 at alere san diego (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated with retain and return devices. Retain devices were tested with low hcg concentration urine and serum standards as well as clinically negative urine and serum samples. Additionally, return devices were tested with clinically negative urine samples. All devices showed expected negative results at read time. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2017, the patient was tested on the fisher-sure-vue hcg stat srm/urine test and produced a positive result. A serum hcg was requested since the patient was 7 weeks post-partum. The serum hcg was performed on the ichemvelocity and produced a negative result of <2.39 miu/ml. No further information was provided.